Manufacturer narrative:
E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient faced diabetic ketoacidosis event and eventually got hospitalized on (B)(6) 2025. The blood glucose level was 400 mg/dl at the time of event and the patient got treated with insulin the site was insertion was buttocks. The patient had headache and vomiting at the time of the event. No further information available.